Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
Updated d9: returned to manufacturer and date returned updated h3: device evaluated by manufacturer updated h6: type of investigation (b) updated h6: investigation findings (c) updated h6: investigation conclusions (d).

Manufacturer narrative:
According to the facility, "12 ml control syringe unlocks itself from manifold why barrel is being turned during procedure." No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, "12 ml control syringe unlocks itself from manifold why barrel is being turned during procedure."